Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. If further details are received at the later date a supplemental medwatch will be sent. Citation: revista hispanoamericana de hernia. 2013; 1(3): 95-100. Please see referenced article attached. (B)(4).

Event description:
It was reported in a journal article title: incisional hernias of the midline: modified rives-stoppa technique without mesh fixation. Longterm follow-up the rives-stoppa technique for midline incisional hernias places a piece of mesh in the retro-rectal or in the preperitoneal space kept in place with transparietal transcutaneous perimetral sutures. In this study, the authors wanted to show that allowing the fixation to take place by the so called technique, the outcomes are similar to those obtained by suture fixation. A total of 64 patients (48 women and 16 men; age: 58.8 ± 13.6 years) with midline incisional hernias with a defect width between 4 and 15 cm were included in the study. The rives-stoppa technique was realized following the technique recommended by the authors with the exception that prolene mesh (ethicon) was used and that no suture fixation was done. Reported complications included superficial infection (n-6), recurrences (n-5), and light chronic abdominal pain (n-6). The results are similar with other studies with different mesh fixation techniques.